Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345. The cause was identified to be a failed downstream thermistor. The downstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico the device it experienced system error 345 (thermistor disparity). No additional information is available.